Manufacturer narrative:
Attempts to obtain additional details regarding this event have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into this bioprosthetic surgical valve (valve-in-valve; failure mode of the bioprosthetic surgical valve unknown), an electrocardiogram (ECG) showed changes and it appeared that the right ventricle (rv) was not working. A computed tomography angiography of the chest revealed a hematoma on the posterior view and contrast was leaving the left ventricle. A window was performed and it was discovered there was a tear on the left ventricle. The physician suspected that the left ventricular outflow tract (lvot) tear was likely due to the post dilatation and perhaps use of a larger balloon than was required. The patient subsequently expired.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the information received the left ventricular outflow tract (lvot) tear was suspected to be related to the corevalve procedure; there is no allegation that the mosaic device caused or contributed to the death.